Manufacturer narrative:
Device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden.. On 19-april-2024, it was reported by the patient that eight infusion set from two different boxes was crimped when removed from body. No further information was available.